Event description:
I had a silicone breast implant in 1989, after a mastectomy. There was no warning that this could bring problems later on - just encouragement by the drs. That it would look much better. Date of use: 1989 - 2007.